Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported by the charge nurse that a physician performed a uterine polypectomy on (B)(6) 2016 using a sharp curette, polyp forceps, and the myosure trd. A perforation was identified. No further intervention was reported. The patient coded in the recovery room and underwent emergency surgery. Resuscitation efforts were unsuccessful and the patient expired.

Manufacturer narrative:
This supplement is to make a correction. The initial report submitted had uterine ablation device. The correct device is uterine tissue removal system. Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant product: serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant.